Event description:
It was reported that pump display had pixel problem that made blood glucose values and insulin units no longer legible and affected interaction with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within required timeframe, which customer understood and acknowledged.